Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 fist prime pulses and was deactivated after completion of the first priming sequence. Inspection of the device found no evidence that would result in the needle not deploying. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn; patient reported blood glucose levels of 390 mg/dl, but this was a result of the pod that was previously worn.